Manufacturer narrative:
Patient information requested but not provided. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that when connecting the extension tubing to the new bd tubing, the MRI tubing cracked the crack was not noticed at first, and the patient came back from MRI with medication in the bed.

Manufacturer narrative:
Additional information provided: b.5 & d.11. Correction on initial report: d.1, d.4, g.5 & h.4. (Disregard expiration date, manufacturing date and 510k number) no product will be returned per customer. Photo provided by the customer could not confirm a cracked MRI tubing. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that when connecting the extension tubing to the new bd tubing, the MRI tubing cracked. The crack was not noticed at first, and the patient came back from MRI with medication in the bed. As a walk around, the nurses found that by adding the max zero needleless connector between the two tubing sets prevented the MRI tubing from cracking.